Manufacturer narrative:
Qn#(B)(4). Quantity of (B)(4) devices were found during incoming inspection. From the pictures provided it was possible to confirm the failure mode reported as broken package - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted from the current production from p/n (B)(4) visistat 35w 6/box lot# 73b2300559 the staplers were visually inspected, and issue reported broken package - sterility compromised was not observed in the current manufacturing process. The device history review for the product visistat 35w 6/box lot# 73d2200545 investigation did not show issues related to the complaint. Failure mode broken package - sterility compromised could not be confirmed with picture provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: on (B)(6)2023, the package was found broken during inspection. It involved (B)(4) pieces. All devices have a sterility breach; the outer box was not damaged.

Event description:
Reported issue: on 28 feb 2023, the package was found broken during inspection. It involved (B)(4) pieces. All devices have a sterility breach; the outer box was not damaged.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73d2200545 was manufactured on 04/19/2022 a total of (B)(4) pieces. Lot was released on 05/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.